Event description:
A barostim system was implanted on (B)(6) 2009, and a normal ipg replacement occurred on (B)(6) 2026. On (B)(6) 2026, the patient reported that they experienced an infection at the ipg pocket site. The csl repair site was visible, and the pocket skin was open. Cultures were taken; however, the result was not yet available. It was noted that the patient had no signs of a systemic infection. The patient was hospitalized on (B)(6) 2026, and it was confirmed that there were no signs of an infection. It was noted that a piece of probe had worked its way through the skin. On (B)(6) 2026, a successful revision was done, and the patient was administered oral antibiotics. They were discharged following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).